Event description:
A revision surgery was planned using the blueprint planning feature. The revision surgery was on the stryker/tornier implant. The patient had a flex revive hemiarthroplasty but there was a need to convert to a reverse shoulder arthroplasty. There was significant stress shielding in the proximal portion of the humerus. The distal portion of the revive stem was extremely well fixed. To convert to reverse, a tray and poly were added to the existing revive construct and then perform reverse was added to the glenoid side. The surgeon re-cemented the proximal portion to fill the void from the stress shielding.

Manufacturer narrative:
Customer contact still pending. More information will be added when it becomes available.

Manufacturer narrative:
Please refer to h6 results and conclusion code. The reported event could be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further assessment of provided information and hcp opined that the images in the revision planning report show indeed a flex revive hemiarthroplasty with erosion of the native glenoid. No signs of loosening of the stem. Proximal bone resorption due to stress-shielding. Glenoid erosion is the most common reason for hemiarthroplasty conversion to a total shoulder arthroplasty. The implant is intact, well positioned, and well-fixed to the bone. Therefore, this event is a patient-related issue due to progressive erosion of the glenoid. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A revision surgery was planned to use the blueprint planning feature. The revision surgery was on the stryker/tornier implant. The patient had a flex revive hemiarthroplasty but there was a need to convert to a reverse shoulder arthroplasty. There was significant stress shielding in the proximal portion of the humerus. The distal portion of the revive stem was extremely well fixed. To convert to reverse, a tray and poly were added to the existing revive construct and then perform reverse was added to the glenoid side. The surgeon re-cemented the proximal portion to fill the void from the stress shielding.